Manufacturer narrative:
E1: complainant city: (B)(6) complainant state/province: (B)(6) complainant country: (B)(6) name of hospital: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by clinical nurse consultant to our company employee that the dressing fibers remained adhered as the dressing was difficult to remove from burn wound bed of patient. The difficulty removal of the dressing resulted in skin removal and fragments of hydrated hydrofiber adhered to the tissue could be seen. The wound exudate reduced more rapidly than expected and the hydrofiber within the dressing became adhered to the wound bed and therefore had to be rehydrated to aid removal. The product was used on patient for four days. No blistering was observed in received photos. Photographs depicting the issue were received from the complainant.